Event description:
Reference number (B)(4). Event occurred in qatar. It was reported on (B)(6) 2024 the customer reported infusion set tape did not stick while it was on his abdomen and the set is used for 1 hour. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: qatar.